Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2v3y8, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2v3y8, ubd: 07-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that there was a pocket issue. The patient was experiencing pain, and the device was removed. It was unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2v3y8 implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Product ID 978b128 lot# va2v3y8 implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was unknown if this issue was resolved but noted that the device was removed and patient is scheduled for their "poc" on (B)(6) 2025 with the doctor. The rep also provided a provider note that was sent to them on the same day ((B)(6) 2025) by the provider. The medical doctor note/patient visit report was dated from (B)(6) 2025 when the patient visited the clinic. It was noted that the patient presented for a follow-up appointment. Patient reported a significant decrease in their quality of life due to severe nerve pain, which they attributed to an implant. The onset of this pain was last summer, initially presenting as discomfort in their buttock, which was suspected to be related to their sacroiliac (si) joint. Despite consultations with the device manufacturer and discussions about potential adjustments to the implant, the pain persisted. Patient described the sensation as akin to having a tens unit on their nerve, with the pain radiating through their crotch and down their leg, often preventing them from bending their toes. The patient has sought emergency care and received two dilaudid injections, but the pain recurs. Patient has also visited a pain clinic twice and received nerve blocks and a cortisone injection, all without lasting relief. Interestingly, patient noted that the pain subsided when they are active or walking. The patient has tried turning off the implant and adjusting its settings, but these measures have not significantly alleviated the pain. The patient's primary care physician ordered an MRI two weeks ago, but the provider is unsure if it has been conducted. An x-ray showed that the implant was correctly positioned. The patient expressed frustration and distress over the persistent pain and is considering having the implant removed. Patient also mentioned that their urinary symptoms have improved with the implant. The patient is interested in exploring other treatment options, including botox, which they found beneficial in the past. Patient reported that the implant box causes discomfort, particularly when they apply pressure to it. In review, patient visited for a follow-up. Their status post-stage 1 and 2, placement of the system, use of tyrx pouch on (B)(6) 2024. Patient has healed well after the procedure. The patient noted improvement in their degree of constipation and their bladder symptoms have improved as they noted improved frequency/urgency overall. The patient can still have some issues with symptoms towards the end of the day. Patient denied any issues with healing/incisions. They have noted some occasional severe spasms and it feels like these were well-controlled when they previously had used neurontin. The patient wondered if they could use this on an as-needed basis. The patient's past medical history, surgical history, family history, allergies, and medications were reviewed and updated with the patient at the office visit. It was noted that sacral imaging was reviewed and demonstration of good positioning of the lead without fracture or retraction of the lead was noticed. In the assessment and plan section of the medical notes, the following information was indicated; the nerve pain is likely due to irritation from the device. Significant pain radiates through the crotch and down the leg, making it difficult to bend toes when the leg is flexed. Various treatments have been tried, including physical therapy, water rehab, ER visits, urgent care visits, dilaudid injections, nerve blocks, and cortisone shots, with no relief. Pain improves with walking and movement but worsens with sitting. Turning off the device for multiple days did not result in significant improvement. The potential benefits and risks of explanting the device were discussed, including the possibility that the pain may not improve post-explantation. The possibility of tibial nerve stimulation as an alternative treatment option was also considered. Tibial nerve stimulation involves weekly 30-minute sessions for 12 weeks, followed by monthly maintenance if beneficial. Medtronic's upcoming implanted tibial nerve stimulator was mentioned as a future option. A procedure for the explantation of the pulse generator and lead will be scheduled. Post-procedure, tibial nerve stimulation can commence immediately following. If there is no progress after eight sessions of tibial nerve stimulation, other treatment options, including botox, will be explored.